Event description:
On (B)(6) 2025 the user's caregiver reported that the ilet touchscreen was cracked after the device was dropped. The screen remained operational but was no longer watertight. Follow-up communications on (B)(6) 2025 and (B)(6) 2025 confirmed that the device was still in use and that blood glucose levels were unaffected. On (B)(6) 2025 the agent confirmed the serial number and shipping address and arranged an overnight replacement. No injuries, symptoms, or interruptions in therapy were reported.

Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.